Event description:
Gyrus acmi superpulse system loop, lot #mo906122, exp date 2012-05, came apart in the bladder neck. All parts recovered. No injury noted to pt. Product to be returned to company. Dates of use: 2009. Event abated after use stopped: yes.